Manufacturer narrative:
Risk assessment; visual, functional analysis and device history could not be performed as the device was not returned. No lot # was provided, so a manufacturing record review could not be performed. The root cause of the event cannot be determined.

Event description:
It was reported that; upon loading a redux screw, the upper tab popped off with very little to no pressure exerted on it..

Event description:
It was reported that; upon loading a redux screw, the upper tab popped off with very little to no pressure exerted on it..